Event description:
The manufacturer representative (rep) reported an unrelated issue that started when the patient fell, damaged her hip, and was hospitalized. This resulted in the patient's system not being used. The charge used to last longer, now it lasts for three days. It was reviewed that the battery may need more frequent charging following an overdischarge. The rep noted not being aware of a system issue that would cause a drain on the battery when asked if there was a short in the system causing the battery to drain more quickly.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-07562 for the implantable neurostimulator (ins) from the patient¿s concomitant system. Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they had two different implantable neurostimulators (ins) implanted and were confused to which recharger they had been using with which implant. It was confirmed that both inss were overdischarged. On (B)(6), the consumer presented with complaints of trouble recharging. The rep. Attempted to perform a physician mode recharge (pmr) five times on the right battery with no success. At that time further investigation of which battery was which to ensure correct recharger was used led to the discovery that the left battery was also in overdischarge. It was noted the consumer was unable to tell the date to when she started having difficulty as she thought the left ins was still on because she ran it very low to where she didn't feel it so it was difficult to discern. The consumer was scheduled to return with both rechargers on (B)(6) to perform a pmr on both implants. There were no reported patient symptoms. At the current time the issue wasn't resolved. Additional information received from the manufacturer representative later reported that battery replacement was planned, but not yet scheduled as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.